Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd or 3rd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Yes, surgeon mentioned he can tell when a clip applier feels faulty. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Jaws opened with graspers. Was there any tissue damage? Unknown.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two conforming clips and six clips with gap were fed. However, the jaws closed and opened as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. Please note that this condition is unrelated with the incident reported. It could not be determined what may have caused the event reported. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to ligate the vessel and the jaw of the instrument jammed and needed to be open manually with graspers. Surgery was prolonged ten minutes. The patient is stable. Another like device was used to complete the procedure. There were no adverse consequences for the patient.